Event description:
Reporter alleged obtaining discrepant blood glucose results of 405 mg/dl back to back with a result of 193 mg/dl when testing was performed with 10 minutes on the advantage system. Reporter stated he took normal medications but no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.